Event description:
As reported, at a doctor appointment per surgeon, the male patient does a labor job (flooring), picked up a heavy object and felt a "pop'. There were fragments, parts, or pieces that felt into the patient, all the fragments, parts or pieces were remove. The patient was revised to a 38 +2.5 liner and +0 tray exactech devices. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are available for evaluation.

Manufacturer narrative:
D10 - concomitants: (B)(6) - 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) - 320-06-38 - glenosphere 38mm. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-01 - eq rev glenoid plate. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) - 320-38-03 - 145-deg pe 38mm hum liner +2.5. The revision reported was likely the result of humeral tray fracture. The cause of the tray fracture cannot be conclusively determined; however, may be due to lack of bony support and poor bone quality and/or abnormal articulation following a humeral liner disassociation event. Potential scapular notching of the humeral components on native glenoid bone may have contributed to humeral liner disassembly and subsequent abnormal loading forces being applied to the humeral tray, resulting in the observed fracture. Additionally, it is unclear whether the nonconformance issue may have contributed to the extent of the observed impingement and subsequent edge wear, humeral liner disassociation, and humeral tray fracture. The series of events could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.